Manufacturer narrative:
Continuation of d10: product ID a710, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting on nov-19-2020. Per the manufacturer representative, after notifying the managing physician and obtaining their approval, they met with the patient and their field representative regarding their memory validation error issue and were able to successfully correct the device issue by resetting the ins. This was conducted per medtronic field corrective action fa-21-06. Afterwards, the patient¿s rep was able to start the device¿s warranty and complete normal/standard implant and programming workflows with their commercial tablet and software. It was indicated that the device was brought back to a functioning state and the patient would not have to undergo their scheduled device revision surgery next week anymore.

Event description:
There were no log files from september 29th listed on the rep's tablet. There was only one from october 2nd. They couldn't explain why the logs didn't go back further than that.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1. Updated from serious injury to malfunction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that earlier today (nov-19-2020), they met with the patient and their field representative regarding their memory validation error issue and were able to successfully run the lab programmer script to reset their ins. Afterwards, the patient¿s rep was able to start the device¿s warranty and complete normal/standard implant and programming workflows with their commercial tablet and software. It was indicated that the patient would not have to undergo their scheduled device revision surgery next week anymore.

Manufacturer narrative:
Concomitant medical product: product ID: a710; product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at their four week post-op appointment and they had been using their stimulation and charging without issues, however, when attempting to interrogate today with the tablet the rep was getting the, ¿validation error, therapy settings may be cleared with code 010085 040201 030200 080800 0a0200." The rep stated that they had been trying to interrogate the device multiple times, rebooting the tablet and communicator and changed the communicator batteries without resolution. When the error had appeared, the rep tried selecting both ¿continue¿ and ¿exit workflow¿ and when they choose ¿continue¿ they received system error 0x530bfa59 and were forced to restart the app. The rep attempted interrogation again during the call and the tablet would show the ins serial number and that communication was in progress, but around 80% completion, the validation error would appear again. Technical services (tss) had the rep use the cable to connect the tablet to the communicator and power cycle the communicator twice and attempt interrogation again, but this resulted in the same validation and system errors. The rep confirmed the software application version being used was 1.3.80. The rep stated that the patient didn¿t have the controller with them and the rep had a 97745fa controller, but no recharger so they could not attempt communication with a controller, and caller didn't have another tablet/communicator to try. They did however indicate that they used tablet/communicator for cases earlier today without issue. The rep stated that patient came in with stim on but during the process of attempting interrogation, patient noticed they no longer feel stim. Tss reviewed that interrogation should be attempted with another tablet/communicator and a patient controller prior to considering explant of the ins. Tss reviewed to call back if the issue persists with other external devices. Tss transferred caller to mobility to pull log information. Additional information was received from the rep with the patient on the line. The patient was at home but attempted to connect to the ins with the controller and received the message "device not ready, cannot continue." Tss reviewed this would be indicative of no programming in the ins. Tss reviewed to continue with steps of attempting interrogation with another tablet/communicator and that they would consult with engineering for next steps. The patient called the rep back later reporting that they could charge his device but they were still getting the ¿device not set up¿ message when trying for normal use. The rep indicated that they had an apt w/him first thing in the morning at 9:30 (oct-14). Information was later received from the rep stating that they could use tablet that morning (10/15) and reported that they were about to go into a case. They said it worked ok this morning. They followed up to ask if their tablet caused the system error. Tss reviewed that based on the available information it was not expected that the issue would require replacing the tablet, however, they wanted them to make sure by trying another tablet first. The rep was planning on seeing the patient around 11:00 their time. On 2020-10-16, additional information was received from the rep reporting that they attempted to interrogate the ins using her clinician tablet. They stated that the communicator found the ins and went to communication in progress and started to load. The tablet then displayed the message, validation error, therapy settings may be cleared with codes 010085 040201 030200 080800 0a0200. The rep pushed the continue button, and then the tablet forced the caller to restart and it exited the application session. The caller stated that the patient was able to charge normally during a session on (B)(6) 2020. The rep got message, device not ready (screen 82) when the controller was unlocked and attempted to communicate with the ins. The caller walked through the disable and re-enable process. After going through the disable/re-enable process the caller attempted to start a charging session and the recharger initially did not connect, the no device found message was displayed. When the caller pressed the recharge button then the controller connected for normal charging. The caller indicated that the ins battery level was 90% and the controller battery level was 100%. The patient controller displayed the device not ready message when interrogated normally and when the tablet displayed the same validation error. The caller attempted in disable the device a second time, after disabling/re-enabling the caller was able to again connect to the ins for a charging session but the ins displayed device not ready on the main therapy screen. The caller tried to use the controller to pair to the ins (new implant option from the tech mode menu). The caller was able to pair to the ins and communicate with the ins but the device not ready message was displayed. The caller tried for a third time to connect to the ins with their clinician tablet and got the same validation error with codes 010085 040201 030200 080800 0a0200. Tss reviewed information about next steps.

Manufacturer narrative:
Continuation of d10: product ID: a710, serial# unknown, product type: software, res# (B)(4), z-0860-202. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that explant and replacement has been scheduled for (B)(6). The rep obtained additional log files and sent them in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.